Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing an introducer needle inside the patient and a sticker label. Visual analysis confirmed that the needle hub had separated, which caused the needle cannula to remain in the patient. A device history record review was performed with no evidence to suggest a manufacturing related cause. The report of a cracked needle hub was confirmed through complaint investigation of the customer supplied photos. Visual analysis of the images revealed that the needle hub had cracked and separated causing the needle cannula to remain in the patient. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the customer supplied images, the likely root cause is design related. A non-conformance request was initiated to further investigate this issue. Corrected data: section h.10. Updated as follows: the customer did not return a complaint sample; however, they supplied two photos showing an introducer needle inside the patient and a sticker label. Visual analysis confirmed that the needle hub had separated, which caused the needle cannula to remain in the patient. A device history record review was performed with no evidence to suggest a manufacturing related cause. The report of a cracked needle hub was confirmed through complaint investigation of the customer supplied photos. Visual analysis of the images revealed that the needle hub had cracked and separated causing the needle cannula to remain in the patient. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the customer supplied images, the likely root cause is design related. A non-conformance request was initiated to further investigate this issue.

Event description:
It was reported the puncture needle is broken at the plastic cone (hub) and separated. No patient harm reported. A new needle was obtained for use.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied two photos showing an introducer needle inside the patient and a sticker label. Visual analysis confirmed that the needle hub had separated , which caused the needle cannula to remain in the patient. A device history record review was performed with no evidence to suggest a manufacturing related cause. The report of a cracked needle hub was confirmed through complaint investigation of the customer supplied photos. Visual analysis of the images revealed that the needle hub had cracked and separated causing the needle cannula to remain in the patient. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the customer supplied images, the likely root cause is design related. A CAPA has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the puncture needle is broken at the plastic cone (hub) and separated. No patient harm reported. A new needle was obtained for use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the puncture needle is broken at the plastic cone (hub) and separated. No patient harm reported. A new needle was obtained for use.